Event description:
It was reported that the device screen was damaged and not usable, confirmed by a photo, and the user was instructed to revert to backup therapy while a replacement was arranged. Symptoms included no injury and no device-related clinical effects. Outcomes included no alarms and no impact to blood glucose management as reported. Investigation included customer interview and visual confirmation of a broken screen. Investigation of this case revealed a damaged display component consistent with screen breakage, with no additional functional issues reported and the device slated for return evaluation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of undetermined origin.